Manufacturer narrative:
(Date received by manufacturer) on the initial report was incorrect. The correct date for the new information that prompted a change to the event reportability is (B)(6) 2017; ew pre-decontamination evaluation of the returned device. Section of this report has been updated with the correct date. Investigation of this event is ongoing.

Manufacturer narrative:
(B)(4). Investigation is ongoing, pending completion of the engineering evaluation.

Event description:
Per the field clinical specialist (fcs) report, the patient underwent tf tavr with a 26 mm sapien 3 valve. Post deployment, there were difficulties during removal. When retrieving the delivery system into the sheath, the esheath ¿appeared to deform¿ and ¿the balloon hypo tube was separated from the balloon¿. The balloon was not completely severed from the catheter, but it was pulled apart in such a way that inner pieces were showing. The devices were removed from the patient as a unit. No harm was done to the patient. Once the devices were outside of the patient it was observed that the esheath tip and seam were torn. The perceived cause of the event was the balloon material catching on the tip of the sheath. It is unknown if there was remaining contrast solution at that time. Initial visual inspection of the returned devices revealed that the delivery system nose tip, inflation and crimp balloon had separated from the catheter. The inflation balloon, nose tip and balloon legs (balloon torn) were found stuck in the sheath liner.

Manufacturer narrative:
The following was observed upon visual inspection of the returned devices: the sheath was returned separated from the delivery system with the inflation balloon and nose tip separated. The inflation balloon and nose tip were removed from the sheath by inserting a sample device through the sheath. The delivery system spring was stretched. Under uv light, the adhesive was visible at the location where the guidewire shaft was bonded to the nose tip. Due to the condition of the returned delivery system (distal tip separated), no functional testing was performed. During dimensional testing, double wall thickness measurements were taken on the crimp balloon along the tear. The measurements met the specification. A device history record (DHR) done did not reveal any issues that could have contributed to the reported event. Review of lot history did not reveal any additional similar complaints. The multiple 100% inspections and tests performed during the manufacturing process of this device support that it is unlikely that a pre-existing damage on the delivery system was present before leaving the manufacturing facility. The complaints for delivery system withdrawal difficulty through sheath, distal nose tip separation and balloon torn were confirmed based on the condition of the returned device. Inspection of the returned device and review of lot history and manufacturing processes support that no manufacturing non-conformance contributed to these events. As no issues were noted with prepping of the device or inflation or deflation of the delivery system, it is likely that the torn balloon and separated nose tip were the result of difficulty removing the device at the end of the procedure. It is not possible to definitively determine the cause of the withdrawal difficulty. Complaint history review suggests that the following potential root causes may have contributed to the complaint: - residual fluid in the balloon: incomplete deflation of the balloon would have affected the balloon profile upon withdrawal into the sheath, making withdrawal difficult. - flex tip position: not positioning the flex tip over the triple markers as described in the IFU would have affected the diameter of the flex tip on its withdrawal into the sheath. - patient calcification/tortuosity: calcification may impede the withdrawal of the delivery system by obstructing its path into the sheath. Tortuosity may cause the balloon to be non-coaxial to the sheath and cause higher withdrawal forces. Per the cer, mild calcification and tortuosity were noted in the access vessel. The complaint was confirmed, but no manufacturing non-conformities were identified in the returned sample. Although a root cause could not be determined, available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the october 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time. This is one of two reports submitted for this case. Please reference manufacturer report no. 2015691-2017-04229.